Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was planned to be performed. The physician attempted two transseptal crossings, but was not able to get the correct position to engage the appendage. The procedure was cancelled because of this and no watchman devices were used. Later that evening the patient had a pericardial effusion and the physician returned to perform a pericardial tap. The patient was stable. The patient was discharged home.